Event description:
Device reference 2 of 2. Manufacturer report: 3006705815-2017-07141. Follow up information indicated the patient had surgery for lead revision with the two leads being removed.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 2 of 2. Manufacturer report: 3006705815-2017-07141. It was reported the patient had a fall. Afterwards the patient reported no stimulation therapy. It was determined the patient's leads had migrated. Surgical intervention was scheduled for lead revision.

Event description:
Device reference 2 of 2. Manufacturer report: 3006705815-2017-07141. Follow up information indicated the patient had surgery to replace the lead. Patient stayed at hospital overnight for pain control. Patient now has good stimulation coverage.